Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. Customer¿s blood glucose level was 143 mg/dl.